Manufacturer narrative:
This event is being submitted as a result of a retrospective review of complaint records. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient used two of the bever male coude ready-to-use hydrophilic catheters they received in the order. The patient stated that the catheters were too stiff for them which caused bleeding, so the patient needed bard rr catheters. No patient injury was reported. Per cardinal health mail, catheter caused infections and discomfort. Per customer via phone on (B)(6) 2021, catheters tore the patient up inside and caused bleeding and infection. The patient saw a doctor who prescribed antibiotics and the patient was completely healed. The patient did not know the name of antibiotic. Per information received via email on (B)(6) 2021, the statement ¿catheters tore the patient up inside¿ is against the product rtu14c coude catheters.

Event description:
It was reported that the patient used two of the bever male coude ready-to-use hydrophilic catheters they received in the order. The patient stated that the catheters were too stiff for them which caused bleeding, so the patient needed bard rr catheters. No patient injury was reported. Per cardinal health mail, catheter caused infections and discomfort. Per customer via phone on 14jul2021, catheters tore the patient up inside and caused bleeding and infection. The patient saw a doctor who prescribed antibiotics and the patient was completely healed. The patient did not know the name of antibiotic. Per information received via email on 20jul2021, the statement ¿catheters tore the patient up inside¿ is against the product rtu14c coude catheters.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode identified was "catheter strength issue (too stiff)¿ and a potential root cause for this failure could be "raw material is too stiff". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect the catheter before use. If the inner packaging is open or broken, do not use the catheter and do not try to re-sterilize it. Prior to use of this device, be sure to read the complete information on how to use this device including warnings, precautions and instructions for use, and all other package inserts and labels supplied with the product and accessories." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.